Manufacturer narrative:
The device was requested to be returned, but did not arrive for evaluation. Without its return, it is not possible to determine if there was damage or a defect that existed on the unit that could have contributed to the event. It is not known if any procedural factors may have contributed to the reported issue. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. As the complaint could not be confirmed, there is not sufficient evidence to determine a root cause. As part of the manufacturing process 100 percent of the units go through a balloon inspection. The instructions for use IFU states to check balloon integrity by inflating it to the recommended volume. Check for major asymmetry and for leaks by submerging in sterile saline or water and deflate balloon before insertion. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The device has been requested to be returned, but has not yet arrived. Once it has arrived and the product evaluation completed the findings will be submitted in a supplemental report. The lot number is unknown, therefore the device history record review could not be completed.

Event description:
It was reported that there was a malfunction with the swan ganz thermodilution true size catheter. The swan ganz catheter balloon would not deflate. There is limited information that was provided. During patient use. There is no patient injury.